Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# 082202016a, product type: accessory.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the stimloc device broke during an implant pro cedure. It was further reported that when the hcp was implanting the plug which holds the lead, when he closed the door to block the lead, this broke down. There were no causes attributed to the event. No troubleshooting or diagnostics were performed; the broken stimloc was replaced with a newly opened stimloc and the issue was resolved. The patient was alive with no injury at the time of report.